Manufacturer narrative:
Suspect product: lot number 963/3. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with one syringe of juvéderm volbella® xc split between the right and left tear troughs and infraorbital hollows with a cannula. Two days later, patient reported swelling on the left side to the office. Patient was seen in office and hcp noted patient had "swelling, erythema, infection, tenderness, and hard nodule on the left side only." Patient was treated with augmentin, medrol dose pack x2, and 25 units of hylenex. The patient reportedly improved, but about 2 weeks after onset it was noted the "swelling has returned". Event ongoing.